Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that over the three weeks after the patient had a xience stent implanted, they begun experiencing night sweats. The patient contacted the physician with concern that they may be having an allergic reaction to the implanted stent. The patient is on aspirin, plavix and lipitor and the patient's physician feels that the lipitor could be causing the night sweats. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - allergic reaction, as noted in the IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. It should be noted that the IFU states that the xience v stent is contraindicated for use in patients with "hypersensitivity or contraindication to everolimus, cobalt, chromium, nickel, tungsten, acrylic, and fluoro-polymers." Additionally, allergic reactions and non-surgical treatment are listed in the risk assessment as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.